Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gastrointestinal tract during an endoscopic ultrasound (eus)-guided biliary drainage (bd) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. When the second flange was attempted to be deployed, and the handle snapped off. The stent was not able to be found endoscopically but was later confirmed to be stuck in the scope. The stent was then removed together with the scope, and the procedure was not completed as the patient experienced abdominal pain. ***additional information received on february 21, 2025*** it was reported that the patient was assessed by dr. Mahesh and was given some more analgesia in the room. The patient then returned to the ward and waited for the CT scan result. The patient was also seen by the referring surgical team. The area of the attempted insertion was assessed at the time of the scope and had no visible tears; however, the needle tract and dark bile were visible, according to the patient's notes. During the procedure, the stent itself did not break. The stent second flange was not deployed correctly due to difficult anatomy, patient tolerance and device malfunction.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0401 captures the reportable event of handle break during biliary drainage procedure. Imdrf device code a0501 captures the reportable investigation finding of inner sheath detached. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2303 captures the reportable event of patient was given some more analgesia. Imdrf impact code f2203 captures the reportable event of CT (computed tomography) scan was performed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the inner sheath was not returned as it was detached. Media inspection was performed, and it was observed that the inner sheath was detached. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange difficult to position and device entrapment of device or device component as these events occurred during the procedure. The reported event of handle break was not confirmed as there were no damages found to the handle of the device. Taking all available information into consideration, the investigation concluded that the there is not enough evidence to establish the cause the reported events of cancelled/rescheduled - post sedation/sedation unknown, additional device required, medication required and imaging required as these events happened during the procedure and without proper evaluation of the device. The observed problem of inner sheath detached was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician limited the performance of the device and contributed to the reported event. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, abdominal pain is noted within the IFU as possible adverse event associated with the use of the device.

Manufacturer narrative:
Blocks b5 and h6 (device code and impact codes) were updated based on the additional information received on february 21, 2025, and the investigation findings on march 5, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0401 captures the reportable event of handle break during biliary drainage procedure. Imdrf device code a0501 captures the reportable investigation finding of inner sheath detached. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2303 captures the reportable event of patient was given some more analgesia. Imdrf impact code f2203 captures the reportable event of CT (computed tomography) scan was performed. Block h11: product analysis was unable to confirm the reported positioning issue; however, the media imaging confirmed the inner sheath detachment. The axios stent was not returned for analysis; therefore, a technical analysis could not be performed. A media inspection was performed of a photo provided by the complainant, and it was observed that the inner sheath was detached. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Additionally pain, abdominal are known and documented within the IFU as potential adverse events associated with the used of this device. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gastrointestinal tract during an endoscopic ultrasound (eus)-guided biliary drainage (bd) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. When the second flange was attempted to be deployed, and the handle snapped off. The stent was not able to be found endoscopically but was later confirmed to be stuck in the scope. The stent was then removed together with the scope, and the procedure was not completed as the patient experienced abdominal pain. Additional information received on february 21, 2025. It was reported that the patient was assessed by dr. (B)(6) and was given some more analgesia in the room. The patient then returned to the ward and waited for the CT scan result. The patient was also seen by the referring surgical team. The area of the attempted insertion was assessed at the time of the scope and had no visible tears; however, the needle tract and dark bile were visible, according to the patient's notes. During the procedure, the stent itself did not break. The stent second flange was not deployed correctly due to difficult anatomy, patient tolerance and device malfunction.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0401 captures the reportable event of handle break during biliary drainage procedure. Imdrf patient code e1002 captures the reportable event of abdominal pain.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gastrointestinal tract during an endoscopic ultrasound (eus)-guided biliary drainage (bd) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. When the second flange was attempted to be deployed, and the handle snapped off. The stent was not able to be found endoscopically but was later confirmed to be stuck in the scope. The stent was then removed together with the scope, and the procedure was not completed as the patient experienced abdominal pain.